Event description:
Unable to determine lv capture post-procedure based on present egm lv tip to rv coil and possible accel. Junctional rhythm marching through (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).